Event description:
After 44 months of implantation, this ICD was explanted and returned because it was reported that the device had reached end of life, or a telemetered elective replacement indicator. However, the analysis that was rec'd on 10/31/02 revealed that there was a component failure which one of the sub-circuits.